Manufacturer narrative:
Integra has completed their internal investigation on 06 oct 2016. The investigation included: methods: evaluation of actual device. Review of device history records. -review of complaint history. Results: evaluation of device: the lcx02 monitor serial number (B)(4) was returned under RMA (B)(4) to (B)(4) for failure analysis evaluation. The evaluation verified the complaint as valid; the cause was identified as the ac power adaptor (monpwr) was defective. The DHR review was completed for lcx02 monitor serial number (B)(4). Date of manufacture: 2016 - jan. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. Based on the service centre evaluation a review of licox complaints was completed in trackwise using the following key words "faulty monpwr" in the search criteria. The review encompassed dates 22-aug-15 to 03-oct-16. A total of 17 complaints were reviewed of which this complaint is the single complaint occurrence to contain the search criteria. Additionally the review verified this complaint is the single complaint occurrence for (B)(4). Based on the complaint review no further review is deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Rate of occurrence: during the time period "(B)(6) 2016", the global product usage for lcx02 monitors was calculated as (B)(4) usages, using the total quantity of lcx02 monitor catheter sales sold to calculate the quantity of usages. One (1) catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.05% (5 x 10-4) (remote) of procedures. This percentage is below the expected rate of occurrence scored in the risk management review. Conclusion: the evaluation verified the complaint as valid; the cause was identified as the ac power adaptor (monpwr) was defective. Based on the failure analysis evaluation and the complaint trend review; no corrective actions are deemed necessary for monitors manufactured at integra tullamore. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.

Event description:
A report was received the lcx02 oxygen partial pressure (pto2) monitor failed the transformer. With regards to this complaint, conflicting responses were provided for patient contact, patient injury, delay in surgery and patient adverse consequence. A request for clarification and additional information was sent on 01sep2016 and 07sep2016.